Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient experienced pain during the MRI scan. The ins was set to MRI mode. The MRI scan had just started when the patient felt pain in the pelvic/buttocks region.  The patient had felt something little in the pelvic area/ butt when they started up the ¿overview¿ xray that is being done before the real xray. The MRI scan was immediately terminated. More information was received, the manufacturer representative (rep) reported the patient is confused in general. The patient was lying on their back. The radiology nurse said they had the right MRI settings 1,5 t.  The patient doesn¿t have or had any pain whenpalpating the system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported the information from the nurse is that the patient¿s system is a full body MRI eligible (1.5 and 3t) settings used were correct and the ins was set to MRI mode prior to the scan. The nurse went to do the mr department with the patient to help to put the system in mr mood, because the patient was stressed, not so cognitive and made a lot of drama around the mr process. The pain was not severe at all. The patient felt something little in the pelvic area/ butt, when they started up the ¿overview¿ x ray that is being done before the real xray. What the patient experienced was a tingling. The patient is happy with the therapy and will be visiting for a checkup next spring.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.